Event description:
A turnpike catheter was used during a patient procedure. The distal 15cm of the turnpike separated while in the patient. The patient went to the or to remove the distal portion of the catheter. All separated portions of the turnpike were removed from the patient.

Manufacturer narrative:
Not returned to manufacturer.

Event description:
A turnpike catheter was used during a patient procedure. The distal 15cm of the turnpike separated while in the patient. The patient went to the or to remove the distal portion of the catheter.